Event description:
It was reported that post coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The index procedure treated a patient presenting with an acute myocardial infarction. The physician treated a 100% stenosed, totally occluded, 3.00x28mm lesion located in the moderately tortuous mid lad (left anterior descending) artery with a 2.50x28mm taxus liberte stent. The lesion was pre and post dilated using non-bsc balloons. The patient remained hospitalized on anticipated medication. Four days following the index procedure the patient complained of chest pain. Emergency coronary angiography was performed. Thrombosis was detected at the distal side of the implanted taxus liberte stent. Thrombosis was aspirated and a 3.00x12mm liberte stent was implanted. There were no patient complications during the procedure. The patient is said to be recovered. After the procedure, the patient remained on antiplatelet medication, as well as novastan. According to the physician, ivus images from the index procedure showed that the distal part of the taxus liberte stent was not fully inflated and plaque remained there. Because of this, blood flow was decreased and thrombosis could have developed.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.